Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that the pump indicated a data log corruption and that an empty cartridge alarm (alarm 8) occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.